Event description:
Complainant alleged that the medics were attempting to monitor a conscious 72 year old female pt with an irregular heart beat, but the device, in semi-automatic mode, displayed a flat line and an "ECG lead off" error message in all three leads. The medics then switched to multi-function electrodes and a multi-function cable, but the device still displayed a flat line on the screen. The medics obtained another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.